Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. Through investigation, the animas cde noted the device's alarm history revealed an occlusion alarm on (B)(6) 2010, and a (B)(6) alarm on (B)(6) 2010. The animas cde was unable to walk the pt through additional troubleshooting since the pt was having difficulty navigating through the pump and reading the pump screen. During a follow-up meeting with the pt on (B)(6) 2010, the educator reviewed occlusion alarms with the pt and had him demonstrate site/setup.

Event description:
The pt contacted animas alleging that his blood glucose level was around "415 mg/dl" and he was treated with lantus insulin by a doctor. The pt claimed that his doctor took him off of the pump and advised him to go to a backup plan. At the time of the call with the animas cde, the pt's blood glucose level was "318 mg/dl."

Manufacturer narrative:
(B)(4): no pump history from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.